Event description:
It reported a zip fix application instrument was found to be unrepairable. The zipfix gun was found broken in sterile processing post operatively. No further information is available at this time. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Its employees caused or contributed to the potential event described in this report. Device used for treatment not diagnosis. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Device was received by manufacturer on december 06, 2014. When device was sent for decontamination, it was misplaced. No evaluations able to be performed on returned device at this point. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Device history review: (B)(4)- manufacturing date: january 25, 2012 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.